Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator change due to an elective replacement indicator that had tripped. It was noted that the device had high pacing thresholds. The device was explanted and replaced, and the patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.